Event description:
It was reported that after an interventional revascularization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, during suture deployment, when the needle plunger was removed, the suture broke. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the needle plunger was returned with the anterior and posterior needle tips remaining attached to the link and engaged to their respective cuffs. The anterior needle tip had 3/4 inch of monofilament suture attached; however, the remaining portion of monofilament suture was not returned for analysis, which may have assisted in the investigation. The guide tube was peeled back revealing no abnormal observation that could have contributed to the product experience. The reported suture break could not be confirmed. Possible contributing factors causing a suture break included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect operator deployment techniques. A suture break may occur if the needle plunger is removed aggressively, if excessive suture tension is applied during knot advancement, and if the incorrect end of the suture was pulled during knot advancement. Due to the monofilament suture not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. There was no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect operator deployment technique. Based on the reported information and evaluation of the returned device, a conclusive cause for the reported event could not be determined. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.